Event description:
It was reported that the ventilator did not turn on. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not turn on. The only information received regarding this complaint is the reported event. No information on replaced parts has been received and no logs have been received. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturers ref: (B)(4).